Event description:
Swollen knee [joint swelling], hard knot on left knee due to fluid accumulation [joint effusion], knee was in pain [arthralgia]. Case description: a spontaneous report was received on 11-mar-2010 from a (B)(6) female patient with a history of osteoarthritis, initials (B)(6), who experienced swelling, pain, and effusion in the knee after starting synvisc-one. On 11-mar-2010, the following information was received from the patient (via e-mail): the patient reported that her knee responded well to synvisc injections in the past but did not do so when injected with synvisc-one. The patient also reported that she had a swollen knee and had pain after receiving the synvisc-one injection. She reported that she was now on prednisone to relieve the pain and swelling. On 12-mar-2010, the patient reported the following (via phone call): the patient reiterated the information given on 11-mar-2010. She also reported that she had received four sets of synvisc injections (three injections one week apart) in the past. She reported that she had experienced a hard knot on her left knee due to fluid accumulation. The patient had visited her physician's office and was put on oral prednisone. According to the patient, her pain and swelling were improving while on prednisone. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.